Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic on the preloaded johnson and johnson (jnj) intraocular lens (iol) was damaged. The haptic was not damaged during the procedure, the device seemed to have been bent in the package. The doctor inspected the device under a microscope and noticed the damage prior to any patient contact. Therefore, the device did not work as intended. The procedure was successfully completed with a backup lens of the same model. There were no other complications. No further information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 5, 2026. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint lens was received. The simplicity was visually inspected under magnification revealing that the lens was stuck inside the cartridge creating a bulge in the cartridge. The plunger rod was observed to be bent inside the cartridge. This damage is consistent with excessive force being used during advancement, after the lens became stuck in the cartridge. Ovd was observed inside the cartridge. The lens module and handpiece were inspected, and no issues were identified. The lens could not be removed from the cartridge for further evaluation. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.